Event description:
Air entry into the component system was noted at the connection of the contrast injection line when contast media was aspirated. There was no patient injury or air injection. A sample is being returned for evaluation.